Event description:
A malfunction was reported with the customer¿s pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through troubleshooting steps, but the pump continued to malfunction. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.